Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. No product was returned for review. Since the sample is not available for return and there were no concerns noted in the manufacturing documentation, a definitive root cause could not be determined for this case.

Event description:
When placing the ivc filter in the vessel, it would not deploy.